Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The customer reported that when the surgeon attempted to activate the device's cutting mechanism, the knife blade was found to be protruding, facing perpendicular to jaws of the device.